Event description:
Philips received a complaint on the v60 ventilator indicating that during preventative maintenance, the accept button failed a test. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) went to the customer site and repaired the device by removing the front bezel with navigation ring and installing a front bezel without navigation ring. The customer calibrated the touchscreen following the part replacement, and the device was confirmed to be working as intended. The fse confirmed that the device met specification and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.